Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's sensor needle pulled out from the cannula body when he tried to remove the serter. The customer's blood glucose was 191 mg/dl. The needle hub became stuck in the serter and was removed with pliers. The customer was advised to be cautious of the exposed needle. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.